Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient presented to the clinic, and the lvad produced high flows and high powers. The patient was admitted for suspected pump thrombus and bivalirudin was initiated. Lactate dehydrogenase was in the 300 u/l range and bivalirudin stopped. A ramp study was negative. As of (B)(6) 2018, the patient was not exhibiting any other signs or symptoms of thrombus and was discharged home and remained on triple anticoagulation therapy. No additional information was provided.

Manufacturer narrative:
Although the reported elevations in power and flow were confirmed through evaluation of the submitted system controller log file, a specific cause could not be conclusively determined through this evaluation. Additionally, the report of thrombus could not be confirmed through this evaluation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.